Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported difficult to remove could not be tested due to the device condition. The reported peeled/delaminated (coating coming off the guide wire) could not be confirmed; however, there was a noted polymer break which is likely the damage being reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Additional information: after removing the guide wire, there was a visual separation of the coating from the wire observed. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that the procedure was performed to treat a target lesion in the heavily calcified anterior tibial artery. The command 18 guide wire was used with a non-abbott support catheter. It was thought that the support catheter became caught in the vessel calcification, causing the guide wire to become pinched and caught in the support catheter. The support catheter was unable to be removed by itself, and the guide wire was unable to be removed by itself; therefore, both devices were removed as a single unit. Upon removal, it was noted that the coating, where the weld transition is located, was beginning to come off. There was no coating that entered the patient anatomy. There was no adverse patient effect and no clinically significant delay. No additional information was provided.